Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir had a leak in the transfer guard, the reservoir was not used in the insulin pump. The customer¿s blood glucose level was unknown. Customer states the leak occurred during fill and reservoir was discarded. Troubleshooting was performed. Customer advised to use another reservoir. The reservoir will not be returned for analysis.